Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available event and device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user and limited information has been made available. According to the details provided, the patient purchased contact lenses from this costco retailer and it was alleged that the patient sought medical attention from the independent optometrist at this costco location and was diagnosed with an unspecified corneal ulcer after contact lens use. In addition to the treatment at this office, the patient reports they were also seen at a different optometrist office (seton optometry, calgary tm3 0a5). Despite good faith efforts to obtain additional information from both eye care provider locations, no further information has been received. As of the date of this report, details of the reported ulcer event are unknown, including type, severity, size, location, treatment and outcome. This event is being reported in an abundance of caution due to the allegation of an unspecified corneal ulcer with limited event details, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence, associated with some corneal ulcer events. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report.

Manufacturer narrative:
Additional medical information was received. For updated data refer to the following sections: (a2), (a3), (b3-5), (e1-3), (g2-3), (g6), (h2), (h6), (h11). Based on available information, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was initially reported under 2640128-2025-00017 on 23 december 2025, in an abundance of caution as an alleged unspecified corneal ulcer with lack of supporting medical information. Additional medical information was received on 29 december 2025 from one of the treating eye care professionals (independent optometrist at costco optical). It was reported that on (B)(6) 2025, patient experienced ocular discomfort in the left eye (os) during contact lens use and sought medical attention on (B)(6) 2025. Despite good faith efforts, limited information has been made available from this visit at seton optometry (calgary tm3 0a5). Diagnosis is not specified but a letter provided by the patient to the eye care professionals at costco indicates the patient was prescribed tobradex (tobramycin/dexamethasone) and advised to temporarily discontinue lens use. Per the records received from costco on further medical treatment, the patient was diagnosed with hsv (herpes simplex virus) keratitis. Examination identified epithelial staining and corneal infiltrates in the 6 o'clock region. The physician also notes a 5mm diffuse white stromal scar. The patient was prescribed valtrex (valacyclovir) 500mg to be taken twice daily for one week. As of (B)(6) 2025, the physician notes symptom improvement and considers the issue resolved with no impact to the patient's visual acuity, though it is recorded that mild residual scarring may take approximately 3-6 months to completely resolve. Should further information become available, a follow-up report will be submitted as appropriate.